Event description:
A customer reported that the air valve :"seized" during a vitreoretinal procedure, requiring a new setup. The patient's local anesthesia wore off and the surgeon was unable to complete the case; the patient will have to return for surgery. It is unknown if the patient experienced any harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).